Manufacturer narrative:
(B)(4). Method: 86 (film evaluation). Results and conclusions: (inaccurate delivery, catheter breakage). (Lack of information, cause is unknown).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology is unknown. It was reported that during the surgery the physician found the handle of the product detached which caused the stent graft to be inaccurately delivered. There were no difficulties in inserting the delivery catheter. The physician did not use a force greater than anticipated. The accessory devices used are unknown. It was noted during implant that the handle was detached. There was no damage to the packaging or carton. There were no deployment difficulties. There were no endoleaks or issues due to the device being inaccurately delivered. A second device was used to treat the patient and the operation time prolonged. No clinical sequelae were reported and the patient is fine. A review of a single returned photo showed that the front grip was detached from the handle. No obvious damage was seen with the front grip, handle, or tab (only 1 tab seen in the photo). The cause could not be determined.